Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on 2015 to report their receiver ceased to function on 2015. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.